Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine needle there was an issue with safety mechanism came off when needle cap was removed. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned photos of a 1/2cc bd safetyglide insulin syringe with a blister pack from lot # 8058844. Customer states that the safety mechanism came off when the orange cap was removed. The photos were examined and exhibited the shield/safety mechanism assembly separated from the barrel of the syringe. A review of the device history record was completed for batch# 8058844. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Potential root cause for safety mechanism separates: incomplete seating of the safety mechanism onto the hub due to a jam or misalignment during assembly.

Manufacturer narrative:
Date of event: reported date of event, (B)(6) 2018, is after the awareness date so the awareness date has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with safety mechanism came off when needle cap was removed. There was no report of injury or medical intervention.